Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device does not appear to be sensing the atrial flutter on non-magnetic strip of the carelink transmission. The flutter appears to be large on electrogram (egm). The device was reprogrammed in office and the issue has been resolved. The device remains in use. No patient complications have been reported as a result of this event.